Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user placed new supplies and did not lock the cartridge into the ilet, resulting in a dislodged cartridge and elevated blood glucose, then forced the cartridge back down which delivered a large insulin dose and caused low blood glucose; the user subsequently reconnected the connector and resumed insulin delivery. Symptoms included hyperglycemia up to 309 mg/dl for several hours and subsequent hypoglycemia without loss of consciousness or other acute effects. Outcomes included no medical intervention, no ketones, and self-resolution after troubleshooting and education on proper cartridge locking and connector reconnection. Investigation included technical support review and user education on device setup and use. Investigation of this case revealed improper cartridge locking and improper handling that led to unintended insulin delivery and glucose excursions. It was concluded that user-related setup error caused the event, with the device functioning as designed once properly secured.